Manufacturer narrative:
The field service representative (fsr) indicated the issue was resolved at the customer site and that the problem was due to a user and preanalytical issue. No further details were provided. Based on the limited information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 5 patient samples tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas e 411 analyzer (disk system) compared to results from a reference laboratory using an unknown method. Patient 1 initial result from the e411 analyzer was > 120 ng/ml. The repeat from the reference laboratory was 15.2 ng/ml. Patient 2 initial result from the e411 analyzer was > 120 ng/ml. The repeat from the reference laboratory was 31.41 ng/ml. Patient 3 initial result from the e411 analyzer was > 120 ng/ml. The repeat from the reference laboratory was 23.24 ng/ml. Patient 4 initial result from the e411 analyzer was > 120 ng/ml. The repeat from the reference laboratory was 31.72 ng/ml. Patient 5 initial result from the e411 analyzer was > 120 ng/ml. The repeat from the reference laboratory was 29.12 ng/ml. The customer sent the samples to the reference laboratory as it wasn¿t normal for all patients to have a result of > 120 ng/ml; additionally, the high results did not correspond to their clinical condition. No questionable results were reported outside of the laboratory.